Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient. Product problem(s): "blunt and dull" (dull). The customer reported dull blades within the custom pak. No patient impact was reported. Additional follow-up information was requested.